Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: device failure occurred and was related to event. The complaint was reviewed and x-rays were provided. (B)(4).

Event description:
Allegedly the instrument was broken.